Event description:
New information states that the patient condition was good prior during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced. No additional information was available.